Manufacturer narrative:
Evaluation: still under investigation.

Event description:
In 2003, patient underwent aaa repair. One main body graft, two iliac leg grafts, and one main body extension graft were placed. In 2007, physician explanted the grafts due to an infection of the aneurysm sac. Patient had previous intervention approx two and a half months earlier of an ima main trunk embolization by interventional radiology. Patient complained of severe back pain after the procedure which persisted until his representation. Patient also complained of general malaise and 15 lb weight loss over last one to two months. Four days prior to explant date, patient presented with congestive heart failure (severe dyspnea on exertion with bnp 1060). A CT showed expansion of perigraft hematoma with air in the sac and a smaller fluid collection off the sac which in the or was an abscess. In the or, graft was noted to be successfully excluding the aneurysm.